Manufacturer narrative:
One vial of test strips, lot 430020-11 was returned for investigation and the strips were measured on a reference meter with a high-level control sample. Testing results (qc range = 2.7-3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. All inr values were within the specified target ranges with no error messages. Returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received a report of questionable results obtained on a coaguchek xs meter serial number (B)(4), compared to a laboratory result utilizing an unknown analyzer and reagent. The meter result was 4.0 inr. The laboratory result was 2.4 inr completed within 15 minutes. The specific date of the test was not provided but reported as three months ago. The therapeutic range of the patient was 2.5-3.0 inr.